Event description:
Clarification of event: the lead was explanted.

Event description:
It was reported that after an atrial appendage occlusion, loss of capture was observed. The lead was revised. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.